Event description:
It was reported that an inflammatory mass was confirmed via magnetic resonance imaging (MRI). Per the reporter, the MRI revealed a 5 mm granuloma at the tip of the catheter. The patient had been experiencing an increase in pain, and transient numbness from where the catheter went into the spine, up to the left side of the patient¿s upper back, as well as neck problems. It was noted that the numbness ¿comes and goes¿. The pump system was being used to deliver dilaudid. It was later reported that the mass was diagnosed in approximately (B)(6) 2013. There was an increase in the patient¿s usual pain and transient numbness in the neck. The patient was referred for further evaluation and management. Additional information has been requested, but was not available as of the date of this report.

Event description:
A healthcare professional reported on 2/7/2014 that they planned to refill the pump with saline today and let the old drug run out at programmed speed. After nine days, they planned to program the pump to minimum rate mode.

Event description:
Additional information received reported that saline had been put in the pump to see if the granuloma would go away. An annual check of the im showed it had not decreased in size since replacing the drug in the pump with saline. The pump would be taken out and the catheter would be "tied off". The consumer stated they would likely work with a local pain hcp that gave her oral medications to manage pain after explant, as her pump hcp was too far away. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# l58355, implanted: (B)(6) 1998, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013 the patient reported that their doctor began her drug decrease in (B)(6) 2013. The stated that their last scan had shown the granuloma had not changed in size. The patient stated they had four more drug decrease appointments with their doctor. The doctor wanted the patient's dose to be down to 0.3 mg. The patient stated that their doctor brought their drug dose down from 7 to 1.2 dilaudid (units not provided) by having weekly decreases in drug. The patient's current dose was 1.264 mg/day. The patient stated the programmer would not allow her drug to go any lower than that due to their drug concentration. The doctor wanted to withdraw the remaining drug in the pump and add saline to the pump to make their drug solution half strength. It was noted that the doctor's main goal was to get the patient's drug in their pump to 0.3 and then put saline in the pump. The patient stated the MRI was for a "more serious concern" and the patient noticed the granuloma first. It was noted the "granuloma was 5 ml" though it was unclear what this had meant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they had performed annual mris through 2015 or 2016, then the patient was told she didn't need to come in for mris anymore. The mass was noted to have never changed even after the drugs were discontinued. Additionally, it was reported that the patient's oral medications were not controlling her pain and wanted another pump because it worked for her. It was noted the patient recently had an increase in pain on the left side of her back at t12 where the catheter was placed. The patient's healthcare professional (hcp) wanted to find an hcp to remove the pump, catheter, and granuloma and place a new system in. The patient was noted to have had 20 or 25 mg/ml dilaudid at 6.016 mg/day. No further issues were reported or anticipated.